Event description:
It was reported that during a stone extraction with stent placement procedure, a balloon rupture occurred. The location of the stone was in an unspecified ureter. The uromax ultra ureteral dilatation balloon was advanced to the ureter, however, the balloon ruptured on an unspecified inflation at unknown atms. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine".